Event description:
It was reported on 27 january 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, imaging was challenging. A mitraclip was successfully implanted at the a2¿p2 segment of the anterior and posterior leaflets. During the deployment sequence of the second mitraclip, the grippers were unable to be lowered due to chordal interaction. Troubleshooting maneuvers were attempted to free the grippers from the chordae; however, these attempts were unsuccessful. As a result, the clip was deployed in its existing position along with some chordae. Following deployment, the degree of mitral regurgitation (mr) was reduced to grade 1+ post-procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.